Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low glucose events while using the ilet, despite having the weight setting adjusted downward in the system to address sensitivity, and the user expressed diminished satisfaction with the device. Symptoms included general malaise associated with hypoglycemia, with a lowest glucose of 52 mg/dl and an estimated one hour below range. Outcomes included self-treatment with oral carbohydrates and no need for professional medical intervention or hospitalization. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction or component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.